Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer experienced low blood glucose of 43 mg/dl due to over treating. The caller stated that the low blood glucose was treated with food. The insulin pump will not be returned for analysis.